Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 15, 2016 . (B)(4). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
The actual sample was not returned for evaluation: however, three samples from the same affected lot were returned by the customer. A review of the device history record revealed no manufacturing anomalies. The returned samples were microscopically inspected, and the magnets of the cuvettes did not reveal any potential defect that would inhibit part functionality. The samples were found to have no difficulties connecting to the cdi 500 monitors, and the magnet strength was found to be within specifications. A definitive root cause could not be determined; therefore, this event is not confirmed. This event is associate with a voluntary safety alert submitted by terumo on december 8, 2015. The safety alert number is 1124841-12/08/2015-004-c. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo references evaluation conclusion. (B)(4). Conclusions: conclusion not yet available - evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during setup, an error message was displayed on the monitor stating "the cuvette has come off the connection" when the cuvette was connected to the probe. This event is associated with a voluntary safety alert distributed by terumo on (B)(6) 2015. The safety alert number is (B)(4). No patient involvement as this occurred during setup. Product was changed out. Surgery was completed successfully.